Event description:
A (B)(6) male patient contacted zoll customer support to report that the patient's monitor was unresponsive but was emitting a soft clicking noise. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (non-responsive/ soft clicking noise) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flush memory test the monitor produced a segmentation fault. The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.